Manufacturer narrative:
Additional information: evaluation method codes historical data analysis; 4109. Analysis of production records; 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). Device not returned.

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the catheter was obstructed. Another catheter was used without incident. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the catheter was obstructed. Another catheter was used without incident. There was no reported injury to the patient.